Event description:
The tube was in use for approximately 8 days when nurse determined that the device would not hold cuff pressure. According to reporter, an emergency tracheostomy tube change was required. No permanent adverse effects to patient.

Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed.